Manufacturer narrative:
Date sent to the FDA: 09/22/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/07/2021 additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2014 and (B)(6) 2019 due to recurrent incisional ventral hernia and adhesions. It was reported that the patient underwent mesh excision on (B)(6) 2020 due to bulging, adhesions, swelling and discomfort. Mwr-28102020-0000832541 submitted for the adverse event which occurred on (B)(6) 2014. Mwr-03092021-0001031908 submitted for the adverse event which occurred on (B)(6) 2019. Mwr-03092021-0001031909 submitted for the adverse event which occurred on (B)(6) 2020.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.